Event description:
It was reported that during an oral procedure at the user facility the core micro drill was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during an oral procedure at the user facility, the core micro drill was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Upon visual inspection, the device was found to have internal corrosion. The device was repaired and returned to the user facility.